Event description:
Reporter indicated that their vns therapy programming handheld was freezing during the interrogation of a patient's pulse generator. Handheld and accompanying software were subsequently returned to manufacturer for product analysis. An analysis was performed on the handheld and software and the reported complaint could not be duplicated with the system in its "as received" condition. The handheld and software performed according to specification. It was identified that under certain conditions, the handheld can freeze after an interrogation is performed. After the anomaly was induced by creating the specific conditions, the reported complaint was verified. Also during the analysis, it was identified that the flashcard contained two different sets of databases with different patient information. Analysis could determine the event occurred, but concluded they did not contribute to the reported screen freeze.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.